Manufacturer narrative:
(B)(6).

Event description:
The customer reported when the ventilator was unplugged from ac power, the ventilator lost power and restarted. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 08/05/2016. Conclusion / root cause: the customer returned megmeet power supply was tested and no errors were identified. This report is being submitted as part of the remediation for CAPA (B)(4).